Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for wet stopper with the incident lot was observed. It was determined that excess lubricant was present in the well of the stopper of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological before use. The following information was provided by the initial reporter: the customer noticed ¿the shield of the tube looks like they were once wet and dried." Customer was anxious about whether this might cause questionable testing or not and did not use the tube. ¿

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and non-biological before use. The following information was provided by the initial reporter: the customer noticed ¿the shield of the tube looks like they were once wet and dried." Customer was anxious about whether this might cause questionable testing or not and did not use the tube.¿